Event description:
It was reported that high pacing impedance and elevated thresholds were noted. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The impedance test could not be performed due to as received condition of the lead consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the  reported event. Final analysis found an external insulation abrasion from proximal to the suture sleeve the silicone insulation was not damaged in this location. The cause of the external insulation abrasion is consistent with friction to the device can.